Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer had a hypoglycemic event. Customer noticed that the insulin pump delivered 13.9 units of insulin. This event happened at night. Customer had to eat to treat the low. Customer noticed that he received the maximum bolus amount. Customer will return the insulin pump. The blood glucose reading was 3.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device had multiple error alarms in the alarm history screen due to corrupted history file. Unable to verify bolus anomaly of 13.9 units due to corrupted history file. The unit was programmed and monitored for two days with no unexpected bolus delivery noted. The device then was programmed with multiple boluses and monitored. All boluses were delivered and were properly recorded in the bolus history screen. No bolus anomaly or history anomaly noted. The bolus wizard functions properly per bolus wizard. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.